Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to procedural conditions and challenging anatomy. The reported poor image resolution was due to the pascal device in posterior ¿ septal position. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, on a patient with a 6-7mm central gap, and a previously implanted non-abbott device transcatheter valve repair system. A triclip xtw was inserted and deployed on the tricuspid valve without issue. A second clip, a triclip xtw, was inserted and deployed on the tricuspid valve. However, due to the previously implanted non-abbott device transcatheter valve repair system, difficulties visualizing the clip occurred, and after deployment, the second clip detached from the lateral leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.